Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Quality evaluation was performed on 09/23/2011 based on the following requirements: the lot number could not be obtained. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there are a total of 2 complaints of this type for this icc code. None of them were confirmed. There is no indication of complaint trend based on this review. In addition, no nonconformance or capas relating to the primary reason for contact for this icc were found in the nonconformance reporting system for the previous 12 months of case creation. In conclusion, based on the investigation conducted, this complaint is not confirmed. It is reported that clinician was to fax to convatec a detailed report of the case. Final quality evaluation performed on (B)(4) 2011 states that due to lack of pictures/samples, further investigation may not be possible and thus, a discrepancy report will kept open for another week and then close them based on this notification if samples are not received. To date no samples or additional event/patient details have been received. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on march 13, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Product specialist states that clinician reports of a patient presenting with pressure ulcer development at the anal opening.